Event description:
It was reported that this pacemaker reverted to safety mode. Technical services was consulted and recommended device replacement. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service.